Event description:
Healthcare professional reported exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported rupture confirmed by MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported rupture confirmed by MRI. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported rupture confirmed by MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening device assessed as surgical damage. Broken device assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety - product/procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.